Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they needed stimulation in their lower back but kept feeling stim in their buttock. They could feel stimulation just not in the right spot. The leads were tested during surgery and felt stim in the correct spot but had not since. An x-ray was done and it confirmed that the leads were in the correct spot. They tried reprogramming the device at least 4 times. After one reprogramming session they felt a little stimulation in the low back but by the time they got home stim was back in their buttock. They tried increasing stim but when they did their leg started jumping so they had to decrease stim. They also tried changing groups. The patient had an appointment on (B)(6). The patient had pain in the low back because they were not feeling stim in the correct place. The stim only in buttock not low back was in (B)(6) 2016. The patient reported that they had their leads replaced on (B)(6) 2016 because they were not getting stim. It was said that they were not getting stim because they were just getting old and was wear and tear. It was noted that the old leads went out somewhere around (B)(6) 2015. Other relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.